Event description:
It has been reported to philips that the system froze and was unable to produce x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected during the customer was undergoing planned treatment procedure and the procedure was completed by restarting the system. It was reported that the system froze while working. Upon troubleshooting, philips field service engineer (fse) checked and confirmed the error during cine runs above 70kv, but didn¿t find error during fluoro and the point interface of generator has an error. Fse replaced point unit, spc1, review monitor and re-installed the full software. After the replacement of point unit, spc1, review monitor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system froze while working issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.